Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges her heating pad filled her bedroom with smoke damaging her bedding and carpeting. Consumer alleges her husband received a minor injury while taking the heating pad to the bathroom to extinguish.